Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they got a device service required message. They did an opcheck which passed but the red x continued. No pt involvement.